Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was out of service, would not connect, and could not log in without support access. The fse worked with the customer remotely to bring the station back into service through their pyxis es server. The fse dialed into the station remotely, confirmed it was operational, and verified that the customer could use the station. The customer confirmed the station was communicating and in service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it was out of service and would not connect. Restart attempts failed, and login required support access. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.